Event description:
(B)(4). It was reported that chest pain, shortness of breath, myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with substernal chest pressure and patient was diagnosed with unstable angina. Cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. Target lesion was a de-novo long lesion, located in the mid right coronary artery (rca) with 80% stenosis and was 24 mm long with a reference vessel diameter of 3mm. The lesion was treated with direct stent placement using a 3.00 x 24 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with mid sternal chest pain with congestion and pressure associated with shortness of breath and patient was hospitalized on the same day. Admission electrocardiogram (ECG) revealed possible left atrial enlargement with anteroseptal infarct. Cardiac enzyme ckmb and troponin levels were found to be elevated but does not meet the protocol definition of mi. The patient was diagnosed with non q wave myocardial infarction and cardiac catheterization was recommended. At the time of event, patient was on aspirin and prasugrel, and the study drug per protocol was last taken in (B)(6) 2012. On the following day, coronary angiography showed 99% sub-total occlusion of the study stent in mid rca. The lesion was treated with placement of an unspecified drug eluting stent resulting in 0% residual stenosis. The patient was also treated medically. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the 99% sub-total occlusion of the study stent in the mid right coronary artery rca was also treated with balloon angioplasty. Furthermore, site has confirmed that no stent thrombosis was noted in the study stent.